Manufacturer narrative:
The laser device was evaluated and found to be operating within specifications. The delivery system was confirmed to be malfunctioning. The delivery system valve was staying open when it is supposed to close resulting in misting of cryogen when the pulsing is stopped. This cryogen was causing the burn to the patient. Foreign matter was observed inside the valve which was causing the blockage. We have not yet determined the source or cause of the foreign matter. This is an ongoing investigation. The faulty device was returned to the manufacturer and customer issued with a new replacement.

Event description:
It was reported that a patient was receiving laser hair removal treatment when the dynamic cooling device (dcd) was stuck open causing cryogen burns. The cooling device was evaluated and found to be faulty.